Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump. Her blood glucose was 600mg/dl at the time of reporting, which she was treating with manual injections. Troubleshooting uncovered the fact that they were using the wrong size reservoir. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.